Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold. Leak test was performed and no leakage was found. A microscopic analysis was performed which no identified openings in the device. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.